Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported the luer disconnects from the adapter by itself. Customer felt sick and had heart palpitations. Blood glucose level was hi (over 600 mg/dl). Customer administered 10 i.u. Via the pump. No adverse event reported. A request was made for the return of the device.